Event description:
Per the clinic, the patient experienced a pseudomonas infection at the implant site. Additional information has been requested but has not been made available as of the date of this report.

Event description:
The device was explanted on (B)(6) 2025 and the patient was re-implanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Event description:
The patient was treated with oral antibiotics (specific date and duration not reported).